Manufacturer narrative:
See scanned pages.

Event description:
Journal reference: voges, j., r. Hiker, et al. (2007). "Thirty days complication rate following surgery performed for deep brain stimulation." Movement disorders 22(10): 1486-1489. The article describes a retrospective study of 1,183 patients treated with deep brain-stimulation for a number of conditions. Data was collected from five centers. The goal of the study was to evaluate serious adverse events occurring during the first 30 postoperative days. A number of pt complications were presented in the article. One pt experienced a seizure post dbs surgery. Treatment and outcome info was not provided.